Event description:
The customer reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer had experienced this issue previously, and tandem technical support decided to replace the pump. The customer was informed about the process for receiving a replacement pump, including instructions for putting the current pump into storage mode and using a return box with a pre-paid label to send it back within 10 days.